Event description:
The customer reported to olympus, the colonovideoscope had an insufflation problem. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was clogging the auxiliary water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of insufflation problem was not confirmed. The device evaluation found the reportable malfunction identified in b5; foreign material was clogging the auxiliary water channel. The following non-reportable findings were found during evaluation: distal end light guide rod lens (x1) was cracked, scratch marks on the plastic distal end cover, adhesive was deteriorated on the bending section cover, and angulations were out of specification due to stretched angle wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.